Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of an error message of "press button detected" via the error message logs though the error message was not seen on the device. The keypad was replaced as a preventive. Analysis further noted that the battery wire insulation was pinched (wire insulation not compromised), the display wire insulation was pinched (the wire insulation was not compromised), one case screw was contaminated, it needed the updated battery drawer shorting bar design, four stuck buttons were detected, three stuck buttons were recovered. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a quality check, the external pulse generator generated an error message "button press detected" however no buttons were being pressed. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.